Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient was experiencing drainage and pain at the pocket site due to a possible infection. Surgical intervention took place wherein the ipg was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received confirms there was no infection at the ipg site and patient was placed on antibiotics to resolve the issue.